Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 10 atms on the third inflation. The lesion beging treated was a 100% stenotic lesion in the proximal right coronary artery. The pt was asymptomatic during this event. (The number of atms reached on the initial inflation was 10 atms for 15 sec; the second inflation was 10 atms for 15 sec.) The maverick2 monorail balloon was being used to predilate the lesion for placement of a penta stent. It is noted that resistance was met with insertion of the balloon catheter. The maverick2 monorail balloon was removed and replaced with a gorin 15/1.3mm (goodman) balloon, then a long adante 40.2.5 mm for additional predilatation prior to placement of the penta stents (28/3.0 mm & 18/3.5 mm) to the lesion site. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.